Manufacturer narrative:
(B)(4). Date sent: 4/17/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Or did the device start to deploy staples and cut but could not be completed (partially fire)? No. Or did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? No. Is the current patient status known? Prolonged stay in intensive care unit initially unplanned after hemorrhagic shock due to disfunction of the device. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes, post-op hemorrhagic shock (h7), recovery, life threatening. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clamp reload did not engage, so it was necessary to trigger the emergency maneuver to release the reload and replace the device. Delay on intervention for a crucial time.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2026. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2025-02739. Moving forward all additional information will be filed under 3005075853-2026-02151.